Manufacturer narrative:
Additional information g3, g6, h2, h3, h6. The reported event of catheter damage could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the af procedure, after the catheter was introduced, it was found that the catheter was poorly curved. The catheter was noted to have a crack at the end of it. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.